Event description:
It was reported that this right ventricular (rv) lead was oversensing noise on the shock channel. Artifacts were not reproducible through product testing. The rv lead was reprogrammed and remains in service. There was no evidence of inappropriate therapy and no adverse patient effects reported.